Event description:
A report was received that the patient was experiencing an uncomfortable pain and had the scs device turned off. It was also reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02 (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing an uncomfortable pain and had the scs device turned off. It was also reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. No device malfunction was suspected.